Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was instructed to locate a keyboard and then to call back to continue with repair instructions. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system's database was down. No patient injury was reported.